Event description:
Repair request initiated for device with the report of overheating and error message given and removal difficulty. No patient impact reported.

Manufacturer narrative:
H3: product analysis: an overheating test could not be conducted due to another device malfunction. The likely cause was identified as the motor doesn't work properly. The motor shaft stalled. Error code 15 on ipc. Shaft cracked. Little ball bearing coil damaged. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.